Event description:
It was reported via repair work order that the height adjustment racks were bent which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the although the height adjustment racks were bent they had no effect on functionality of the unit.

Event description:
It was reported via repair work order that the height adjustment racks were bent which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.